Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure via left upper extremity arteriovenous fistula, the balloon allegedly got stuck in the sheath during removal. It was further reported that balloon catheter shaft was allegedly detached. The procedure was completed by removing sheath, wire and balloon together. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure via left upper extremity arteriovenous fistula, the balloon allegedly got stuck in the sheath during removal. It was further reported that balloon catheter shaft was allegedly detached. The procedure was completed by removing sheath, wire and balloon together. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one atlas pta dilatation catheter was received for evaluation in two segments. During visual evaluation, the inner guidewire lumen was noted to be exposed with a compound break, and the glue bullet was not seated in the correct position. The balloon was noted to be detached at the glue joint and was also prolapsed. Both marker bands were present. No kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. No functional testing was performed due to the condition of the complaint. Therefore, the investigation is inconclusive for the reported difficulty in removing from sheath as no functional testing was performed due to the condition of the complaint. The investigation is confirmed for the reported detachment as the catheter was received for evaluation detached in two segments. A definitive root cause for the alleged difficult to remove and detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method), h11: h6 (result, conclusion), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.